Event description:
It was reported that the universal handswitch caused an attached handpiece to run on its own on the mayo stand during a spine surgery. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The universal handswitch was received at the MFR for eval. An unrelated problem was found with the printing on the device, and it was replaced. The full eval has not been completed yet, and a f/u report will be submitted if the results of the quality investigation require one.